Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 unknown lot femoral head sterile product do not resterilize 12/14 taper. 00631005032 62386982 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells. Unknown shell. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device not returned from the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently, the patient was revised approximately 6 years post implantation due to loss of fixation. The femoral stem was removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs of the explanted cement mantle received. Visual evaluation identified the cement mantle was not fractured and was covered in biodebris. No further evaluation is possible with the images provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.